Event description:
It was reported to philips that the images from the studies performed would not be saved. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a diagnostic procedure, which could be completed without saving the images. The philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfiles were checked and troubleshooting found an issue with the ippc hard drives, which caused the image saving error. The fse replaced the hard drives in the ip-pc and loaded os and app software. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.